Event description:
Additional information was received. It was reported that this surgery had to be cancelled due to "a strike by hospital employees and the snow chaos". The manufacturer representative (rep) had not yet been given a new date, but said probably the end of february.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead dislocated. Reason was unknown. There was a reduction in the therapeutic effect. An x-ray confirmed the lead had dislocated. Surgery was planned for (B)(6) 2026. The issue is not currently resolved. Additional information was received. Ins and lead information confirmed. The rep stated that at the moment, they believe a lead revision will occur on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 11-apr-2028, UDI#: (B)(4). G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the lead revision was completed, and the case was resolved. The patient was once again benefiting from the therapy. Due to a heavy fall caused by black ice, the medial lead was dislocated up to t11. A new lead was implanted during the revision, and the previous lead was properly disposed of by the clinic.